Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient only charged the ins two times because it hadn't really worked since implant. It was noted that every time they set it up they would receive a shock when they would reach for anything in the kitchen cabinets. The patient had used their therapy less and less until they stopped. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient and it was reported that the circumstances that led to the shocking was a sudden unexpected movement. It was not repeat and not a shocking experience. More like a sudden jolt. They stopped using the device for the purpose intended. The shocking resolved.